Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope video image does not display. The issue occurred during set up and inspection for use, before the patient was in the room. There were no reports of patient harm.